Event description:
The target lesion was heavily calcified and was located in the non-tortuous, proximal superficial femoral artery. No addition information was provided.

Event description:
It was reported that during the procedure, after advancing a 7x40x135 armada 35 peripheral balloon dilatation catheter over a non-abbott guide wire and into a 7-french non-abbott sheath to the target lesion without resistance, inflation was attempted using a non-abbott inflation device, but the balloon would not inflate. The armada was withdrawn from the anatomy without resistance and the procedure was completed using a non-abbott balloon dilatation catheter. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulties inflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: advantage glide, inflation: merit, sheath: 6fr terumo destination. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.